Event description:
The user of a sp-1000i automated slide preparer reported on (B)(6) 2014 that the instrument's cap piercer stuck a user's hand. The user noted that a sample tube had become stuck in the tube clamp, which picks up the tube from the sample rack and delivers it to be mixed and to the cap piercer. The user attempted to remove the tube that was stuck while the instrument was in operation during the rinse sequence. The user saw a physician after the event, although the specific treatment was not provided. The user stated that the blood that was sampled did not contain blood borne pathogens, so the physician did not require anti-viral prophylaxis. The site's internal policy for needle sticks was followed. Results of testing from the operator or the source for (B)(6) were not provided. This policy was requested on multiple occasions, but not provided.

Manufacturer narrative:
No evidence was provided to suggest that an actual device failure occurred or that the device failed to perform within specifications. The user reported the sample became stuck for an unknown reason and intervened to prevent an error from occurring.